Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided on 29oct2025, confirmed that the pump was exchanged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported infection. Furthermore, a specific cause for the infection, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. The distal portion (including the inline connector) and the modular cable were not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip had been disengaged and was not returned. The cuff lock had been disengaged prior to the pump¿s return, and the apical cuff was not returned. Upon disassembly, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump was exchanged on (B)(6) 2025.

Event description:
It was reported that a pump exchange was planned due to a driveline infection. The chronic driveline infection was associated with methicillin-sensitive staphylococcus aureus (mssa), proteus, and pseudomonas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.